Event description:
It was reported that a button on the infusion device was only functioning intermittently. At the time of report, it was not specified which button. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.